Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 wireless network card. Customer wanted to know why the 8015 wasn't taking the transfer of network configuration. I had the customer to take a good card out of a good working 8015 and place it inside the 8015 that's not working. Once the customer changed the network wireless card and replaced it with the good one, we where able to transfer the network configuration. I explained to the customer that he need to replace the network wireless card in order for this 8015 to transfer the network configuration that the wireless card was bad. I explain to the customer as to this is why it didn't take the transfer of network configuration. The customer said ok and ended the call. Issue was resolved.